Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge rapidly depleted from 100% to 5%, then subsequently shut down. There was no impact to the customer's blood glucose level. It was indicated that customer would continue to use current pump for diabetes management.